Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery below the knee. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, on the first inflation until it reached 10 atmospheres, the balloon ruptured. The device was removed without any problem and was replaced with another of the same device to complete the procedure. No complications reported, and patient status was good.